Event description:
While wearing the external equipment, the patient reportedly experienced a decrease in performance. The patient was seen at the center for device evaluation. It was reported that the electrode array had migrated out of the cochlea. A decision was made to explant the patient's device. Surgery to explant the patient's device has been scheduled.